Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one tunneler with an attached groshong catheter in three segments were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete compound break that appeared elliptical in shape was noted on the distal end of the catheter attached on the tunneler returned. A complete compound break that appeared elliptical in shape was noted on the proximal end of the second catheter segment. A complete circumferential break was noted on the distal end of the second catheter segment. A complete circumferential break was noted on the proximal end of the distal catheter segment. The edges of all complete compound breaks were noted to be jagged, and surface was noted to be granular. Therefore, the investigation is confirming for the reported fracture and material separation issue. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure via the right internal jugular vein, and a tunneler was used to create a tunnel from the subcutaneous pocket toward the vascular puncture site. On (B)(6) 2025, during traction, it was reported that after port placement, the catheter was allegedly found to be broken. It was further reported that the catheter tip was allegedly lost within the blood vessel. The catheter grasped by the snare also broke, but all of the lost catheter fragments were retrieved. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure via right internal jugular vein and a tunneler was used to tunnel from the subcutaneous pocket toward the vascular puncture site. On (B)(6) 2025, during traction, it was reported that post port placement, the catheter was allegedly found broke. It was further reported that catheter tip was allegedly lost within the blood vessel. The catheter grasped by the snare also broke, but all of the lost catheters were retrieved. The current status of the patient was unknown.